Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the patient's family member called to report that the patient had gone to a hcp in west palm beach fl because the patient's symptoms had returned and hcp told the patient they needed to go back to their implanting health care provider to help with "changing their treatment". The caller clarified by treatment, they meant check the implant and change the patient's program settings. Caller stated more information about the patient's symptom return: that the patient had a surgery about 4 months ago and they had to turn the therapy off for the surgery and recovery and then they turned the therapy back on again by themselves but since then, the therapy hadn't helped their symptoms and the patient was having bad accidents again. The caller denied the patient had had any falls or traumas that would have led to the issue. Call had called to inquire what the patient's implanting health care provider (hcp) name was and to get a phone number so they could reach out to that hcp to assist the patient and check the implanted system. Caller to follow up with the patient's implanting health care provider (hcp) on record to check the implanted system and potentially do a reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had an appointment on (B)(6) 2024 and they decreased the treatment but it is not yet resolved.